Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/03/2017 with the following findings: returned battery cap and test cap attach to the pump but continue to spin with o-ring visible. Battery compartment crack at the threads to the left of the bumper and at case seal below the bumper. The returned cap threads are damaged. Two battery cap contact heights are out of specifications and both contact widths are within specifications. Multiple and recurring unexplained por events observed in the bb. The pump was successfully run on a 24-hr basal program w/no reboot occurrences. Unable to duplicate complaint of no power during investigation. Opened pump; no damage observed to power circuit. No moisture observed internally. Abb cover damaged/punctured; abb responsive during investigation.